Event description:
It was reported by the customer that during equipment testing conducted at the user facility, the device would run on it's own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device was evaluated by the manufacturer service technician and no malfunction was identified.

Event description:
It was reported by the customer that during equipment testing conducted at the user facility the device would run on it's own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.